Manufacturer narrative:
(B)(4). Device will not be returned to manufacturer.

Event description:
It was reported that the abutment screw fractured. The broken portion was removed from the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The customer has not provided additional pictures or x-ray images of the product or reported condition. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the iunihg dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported product. Documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 08/18 information identified: torque matrix - internal connection. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. Complainant reported that the screw fractured and was able to remove screw from implant. No injury to patient. The reported event is non-verifiable with the information provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.